Event description:
It was reported that the tip of the anchor popped out of the fascia after implant and a seroma formed. The anchor, after sutured down, had pressure on it and the tip was inadvertently pulled down and the tip of the anchor popped out of the fascia. The drug delivered was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown. Product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the catheter was revised and everything was now "fine." There were no issues with the patient or anchor. Additional information has been requested, but was not available as of the date of this report.